Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the g5 application was dimmed on their phone. Patient restarted the g5 application and it worked without issue. No additional event or patient information is available.